Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/21/2022, it was reported by a sales representative via sems that a 0476-000 screw capturing rod broke. This occurred during a case, there was no additional information provided. Additional information requested.

Manufacturer narrative:
Additional information: h6. The complaint cannot be confirmed without the return of the device for evaluation. Event description: a 0476-000 screw capturing rod broke. The most likely cause(s) of this type of event include applying excessive forces through leveraging/prying the device.